Event description:
It was reported at implant attempt, the physician was unable to secure the leads to the header appropriately; the wrench 'did not click'. The same issue occurred when a new wrench kit was attempted. The pacemaker was replaced. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however visual inspection revealed ventricular grommet damage to the underside of the grommet and once the set screw was removed from the wrench, the setscrew appeared to be rounded out.